Manufacturer narrative:
The investigation determined that imprecise quality control (qc) results from a non-vitros mas qc fluid were attained when tested using vitros chemistry products crbm (crbm) slides on a 5600 integrated system. The investigation concluded that the most likely contributing factor to the issue was user error related to an inappropriate response to the wash error condition code. It is not correct procedure for the user to dilute the qc fluid based on the wash error condition code. As the assay was not re-calibrated post service, it is unknown if the service actions performed on the 5600 integrated system resolved the issue. Therefore, an instrument issue cannot be ruled out as a contributing factor to the event. Because the same reagent and quality control fluid performed as expected on an alternate vitros 5600 integrated system in the same laboratory, an issue with the reagent can be ruled out as a contributing factor to the event.

Event description:
A customer reported imprecise quality control results obtained when using vitros chemistry products crbm slides in combination with a 5600 integrated system. Non-vitros mas quality control (qc) fluid lot 2002 level 3 results of 7.01, 6.09, 5.84, 7.09, 6.17, 6.29, 6.43, 5.51, 17.74, 15.26, 17.22, 6.11, 15.52 and 7.09 ug/ml versus an expected result of 11.52 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were questioned during the timeframe of this event. It cannot be concluded that patient sample results were not and would not be affected if the event were to recur undetected. However, there has been no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).